Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple orders were not crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer during follow-up that the station was back up and running, verified that the issue appeared to be resolved, advised that the case would remain open for 24 hours and would be closed if no further issues were reported. The system functioned as intended when the technical support specialist investigated the issue.